Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "valve failure".

Event description:
Healthcare professional reported, a left side implant exchange with no complaint against the device. Healthcare professional later reported "valve failure". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ valve leak and/or damage: observed total delamination on the diapherm flange disk assessed as adhesive failure. Additional observations: ¿ observed creases on the device. ¿ white particles observed inner the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Healthcare professional later reported "valve failure". Device has been explanted.